Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, two fixtures were placed in the initial surgery in 2007. The initial implant placement was "through and through" (i.e. The fixture was seated in the dura vs. With a bony base). Both fixtures came out once the abutment was attached to one of them. At surgery to place another fixture, the surgeon "found an infection at the site, not really a mastoid infection, but a wound site infection". The surgeon reportedly believed it was related to the fixture loss. The pt is scheduled to be fitted with the new sound processor in 2008.

Manufacturer narrative:
This is a final report.